Manufacturer narrative:
The eleven screws used to fixate the plate were returned and examined. All of the hexalobe recesses were scratched up, likely from insertion or removal of the screws, and three screws had some minimally deformed/damaged locking threads. No other abnormalities were identified during the product examination of the screws. Additional mdrs associated with this event: 3025141-2019-00574 follow up 1: plate; 3025141-2019-00575 follow up 1: screw 1; 3025141-2019-00577 follow up 1: screw 3; 3025141-2019-00578 follow up 1: screw 4; 3025141-2019-00579 follow up 1: screw 5; 3025141-2019-00580 follow up 1: screw 6; 3025141-2019-00581 follow up 1: screw 7; 3025141-2019-00582 follow up 1: screw 8; 3025141-2019-00583 follow up 1: screw 9; 3025141-2019-00584 follow up 1: screw 10; 3025141-2019-00585 follow up 1: screw 11.

Event description:
Surgeon stated that he should have done parallel plating instead of lateral due to the patient. The surgery was revised with a competitor's plate.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00574 - plate. 3025141-2019-00575 - screw 1. 3025141-2019-00577 - screw 3. 3025141-2019-00578 - screw 4. 3025141-2019-00579 - screw 5. 3025141-2019-00580 - screw 6. 3025141-2019-00581 - screw 7. 3025141-2019-00582 - screw 8. 3025141-2019-00583 - screw 9. 3025141-2019-00584 - screw 10. 3025141-2019-00585 - screw 11.

Event description:
A distal humerus plate was implanted in the patient. At some point post op, the plate broke and was explanted, with all of the screws.